Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test alarms were noted. The buttons responded properly and no moisture damage was noted on the button keypad trace. No unlocked lcd keypad connector was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received failed battery test on their insulin pump. It was reported that after replacing the battery, the customer received battery out limit. The customer's blood glucose level was reported to be 111.6 mg/dl. It was reported that the customer could not clear the alarm. It was reported that the pump would be replaced and returned for analysis.